Event description:
It was reported that during a trial procedure the lead would not retract from the needle. The physician continued to tug on the lead at which point it broke leaving the electrode in the patient. Additional information was received that the electrode that was left inside the patients body was removed during the implant procedure. The patient was doing well post-operatively.

Event description:
It was reported that during a trial procedure the lead would not retract from the needle. The physician continued to tug on the lead at which point it broke leaving the electrode in the patient.